Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states the balloon would not inflate. Two insufflation syringes and two obturators were received. The trocar balloons appeared intact. The insufflation valves were cracked. The trocar balloons were unable to be properly inflated due to the cracked insufflation valves. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a crack in the insufflation valves. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Replication of the cracked insufflation valve may occur from rough handling of the instrument during use. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. The file will be closed as handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).